Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during the firing of the capio device, the tiny titanium bullet on the end of the suture was pulled-off and fell into the patient's body. It was not retrieved. The patient's condition was reported as fine.